Event description:
It was reported that two red alerts were received from this subcutaneous implantable cardioverter defibrillator (s-ICD) declaring long charge (lc) time and charge time (CT) codes. Boston scientific technical services was contacted for a data review and it was confirmed that the device was most likely unable to deliver shock therapy due to the impaired charge time. Therefore, an emergent surgical replacement procedure was recommended to resolve the event. At this time, the physician is continuing with close remote monitoring prior to the expected revision procedure. The s-ICD currently remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual examination identified no anomalies. Review of device memory confirmed the long charge (lc) and charge-time (CT) codes were recorded on 9 february 2024. Battery voltage was confirmed to be sufficient enough to support a full energy charge. A manual charge was attempted, and a CT code was again declared, due to a charge time of 44 seconds. The device case was subsequently removed to facilitate inspection and testing of the internal components. Visual inspection of the interior of the device case identified damage to an electrical resistor that appeared consistent with electrical overstress damage. The extensive damage to the resistor caused the laboratory to be unable to determine what may have initiated such electrical overstress and, as such, the definitive cause could not be established.

Event description:
It was reported that two red alerts were received from this subcutaneous implantable cardioverter defibrillator (s-ICD) declaring long charge (lc) time and charge time (CT) codes. Boston scientific technical services was contacted for a data review and it was confirmed that the device was most likely unable to deliver shock therapy due to the impaired charge time. Therefore, an emergent surgical replacement procedure was recommended to resolve the event. It was later stated that the red screen with the CT and lc codes disappeared upon an additional interrogation, but ts confirmed that this was likely due to a programmer firmware update. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This s-ICD was returned for analysis.

Manufacturer narrative:
This report is being sent to correct h6 and h11. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual examination identified no anomalies. Review of device memory confirmed the long charge (lc) and charge-time (CT) codes were recorded on (B)(6) 2024. Battery voltage was confirmed to be sufficient enough to support a full energy charge. A manual charge was attempted, and a CT code was again declared, due to a charge time of 44 seconds. The device case was subsequently removed to facilitate inspection and testing of the internal components. Visual inspection of the interior of the device case identified damage to an electrical resistor/shield component that appeared consistent with electrical overstress damage. This component damage was determined to be likely the result of a shorted trace.

Event description:
It was reported that two red alerts were received from this subcutaneous implantable cardioverter defibrillator (s-ICD) declaring long charge (lc) time and charge time (CT) codes. Boston scientific technical services was contacted for a data review and it was confirmed that the device was most likely unable to deliver shock therapy due to the impaired charge time. Therefore, an emergent surgical replacement procedure was recommended to resolve the event. It was later stated that the red screen with the CT and lc codes disappeared upon an additional interrogation, but ts confirmed that this was likely due to a programmer firmware update. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This s-ICD was returned for analysis.

Event description:
It was reported that two red alerts were received from this subcutaneous implantable cardioverter defibrillator (s-ICD) declaring long charge (lc) time and charge time (CT) codes. Boston scientific technical services was contacted for a data review and it was confirmed that the device was most likely unable to deliver shock therapy due to the impaired charge time. Therefore, an emergent surgical replacement procedure was recommended to resolve the event. It was later stated that the red screen with the CT and lc codes disappeared upon an additional interrogation, but ts confirmed that this was likely due to a programmer firmware update. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.